Manufacturer narrative:
If sample and lot# become available, a follow-up report will be sent.

Event description:
The incident/defect was reported as: deformed and jamming. It is unk when defect was identified. No pt injury reported.